Event description:
It was reported that the pump touch screen display separated from pump. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.